Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the cartridge was leaking at the top and the bottom. The reporter stated that the cartridge cap was wet. The reporter denied any cracks in the cartridge but stated the tubing was crack at the luer connection. It is unclear at this time if the leak was just from the tubing. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.